Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not start up. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and upon initial power up and pm tests, unable to duplicate the failure. The fse found 11 counts of error 37. Indicates replacement of main board. The fse have not repaired unit. Customer is acquiring a new unit as a replacement. If additional information is received, we will reopen and update the complaint.